Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated intraperitoneally with unknown antibiotics (dose, frequency duration not reported) for peritonitis. The patient was not hospitalized for the peritonitis event. At the time of this report, the patient was recovering from the peritonitis. The action taken with pd therapy was not reported. No additional information is available.